Manufacturer narrative:
This report is submitted on february 02, 2023.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 9, 2023.